Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient reported the cycler overfilled him with fluid. The patient stated the cycler filled him with the entire heater bag of 5000 ml without draining. The patient was in drain 1 and had alarms that he could not clear when he noticed the heater bag was empty. He had discomfort and did a manual drain. He did not record the drain volume. The cycler was replaced. The patient's treatment data recorded a fill volume of 2496 ml of the prescribed fill volume of 2500ml with a drain of 34 ml before the drain was discontinued. The cycler had alarmed for air detected in the cassette and scale reading error. The patient was advised to contact his nurse. During follow up the patient's nurse reported the patient contacted her a couple days later and stated he had a pre-existing hernia that had been made worse by the potential overfill event. The patient had outpatient surgery to repair the hernia (B)(6) 2018. The patient was switched to hemodialysis while the hernia heals.

Manufacturer narrative:
Additional information: clinical investigation clinical investigation: device evaluation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and dwell times passed. A go/no go gauge test failed. The go portion failed on the left (display) of the cycler. Load cell verification testing was performed and the load cell values were out of specification. The cause of the failure was due to a misaligned load cell. The load cell was realigned and load cell verification passed. There were no discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Clinical investigation: on (B)(6) 2018 a male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported to technical support that the cycler overfilled him. The patient states he completed a normal fill and was in dwell 1. The patient received alarms that he did not clear for some time and the 5l heater bag (hb) was empty by the time he canceled treatment in drain 1. The reason for cancelling treatment was due to alarms (unspecified) that the patient couldn¿t clear. Treatment information documents that the patient was filled with 2496ml and drained 34ml prior to canceling treatment. During follow up with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018, it was reported that the patient completed a manual drain after canceling out of the treatment. Per the pdrn the patient drained ¿a lot more than he expected¿ although the volume was not measured. The patient had reported discomfort to the pdrn and was inquiring about his hernia. The patient had a pre-existing hernia prior to start of pd therapy (date unknown). The patient reported that the potential overfill exacerbated the hernia. Review of the medical records shows that the patient has a history of hernia with a past repair in 2008. This current hernia is a non-recurrent unilateral inguinal hernia without obstruction or gangrene. The patient reported that there is pain (moderate, intermittent and nonradiating) which is worse during pd therapy. The patient underwent a left inguinal hernia repair with mesh on (B)(6) 2018 and had a permacath placed as the patient had to transition to hemodialysis (hd) in order for the hernia to repair. The patient is expected to remain on hd therapy for 3-4 weeks and then transition back to pd therapy. A temporal relationship exists between the ccpd therapy with the liberty cycler and the inguinal hernia as evidenced by the documentation that the hernia symptoms exacerbated during pd therapy as recorded in the medical records. There is no documentation to show a causal relationship between the hernia and the liberty cycler. There is no documentation that an overfill occurred with the patient or that the patient required any medical intervention in regards to the reported potential overfill. Many types of hernias have been reported in patient¿s undergoing pd therapy due to increased intra-abdominal pressure and deteriorated connective tissue.